Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: ez steer thermocool sf navigational catheter, model #: d-1317-04-s, lot #: 15926516l. Stockert 70 system, model#: m-5463-01, serial #: (B)(4). Carto 3 system, model #: m-4800-01, serial #: (B)(4). (B)(4).

Event description:
A letter was sent to the FDA on (B)(6) 2013 for notification of this adverse event as the suspected device (st. Jude short 8fr sheath) was not manufactured or imported by biosense webster, inc. The notification stated that the patient was an 83 year old male. It was reported that while advancing the st. Jude short 8fr sheath in the right artery, it was dissected. They placed a stent in the patients femoral artery and cancelled the case. The soundstar was in the vein and the ablation catheter was not in the body. The physician thinks that the patient anatomy contributed to the artery dissection and was not caused by the biosense products. The patient fully recovered. On (B)(6) 2013 the bwi field representative provided a correction on the event. The event occurred while advancing the bwi catheter in the patient with tortuous iliac anatomy. Initially, it was stated that a st. Jude short 8fr sheath may have been involved during initial access of the iliac artery. Later, the physician stated that he felt our catheter along with difficult anatomy may have been the issue and not the sheath. The physician also stated he was able to get into the subintimal layer of the artery with the bwi catheter. The sheath was not the issue but rather a possible combination of the bwi catheter and a complex patient anatomy. In the confusion of the event, the sheath is unknown. The bwi field representative thought it was a st. Jude sheath but that cannot be confirmed now. Per the additional information provided on (B)(4) 2013, this event is now indicative of a reportable event for biosense webster, inc. The awareness date is (B)(4) 2013.

Manufacturer narrative:
(B)(4) it was reported that while advancing the st. Jude short 8fr sheath in the right artery, it was dissected. They placed a stent in the patients femoral artery and cancelled the procedure. The ez steer thermocool sf navigational catheter was in the vein and the soundstar catheter was not in the body. Upon receipt, the soundstar catheter was visually inspected and it was found in normal conditions. However, no analysis was performed due to no catheter malfunction was reported. As clarified by the cas, the soundstar catheter was not in the body. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Originally the event stated that the soundstar catheter was in the vein and the ez steer thermocool sf navigational catheter was not in the patient¿s body. The event was reported under the soundstar catheter ((B)(4)). On (B)(4) 2013, the bwi field representative provided a correction on the event. The ez steer thermocool sf navigational catheter was the product that was being advanced when the incident may have occurred. The soundstar catheter was not in the patient¿s body. Per this additional clarification received on (B)(4) 2013, this event will be reported under the ez steer thermocool sf navigational catheter (B)(4). Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).